Event description:
While the servicing the ventilator, the MFR's svc tech noted a diagnostic code in the ventilator's code log history indicating a vent inop occurrence due to an oxygen motor error. The customer did not report the occurrence during any previous usage. When questioned about the vent inop occurrence, the customer reported the ventilator was in use on a pt and did alarm. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The svc tech replaced the oxygen valve assembly to correct the finding. Performance verification testing was completed and all tests passed per operating specs.

Manufacturer narrative:
Oxygen valve assembly